Event description:
Customer reported via phone, she was lying down and the insulin pump had alarmed motor error. Customer's blood glucose was 87 mg/dl. The device was delivering a normal basal when the alarm occurred. Troubleshooting was performed and it was found the device was not exposed to an MRI. Customer does not use the sensor feature and she was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
No button error alarms noted. However, the device had intermittent button responds due to moisture damage on keypad traces. The device passed the displacement, rewind, basic, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corners and cracked reservoir tube lip.